Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm emerge balloon catheter was selected for use. The physician was pushing the balloon up onto the wire. However, before entering the hemostasis valve, the physician recognized that the catheter was bent a little bit. As he was pushing, the device was not parallel with the wire and when the physician moved the catheter back, it was noted that the catheter fractured into two pieces. Both pieces never entered the patient's body and were removed from the wire. Another 2.00mm x 12mm emerge balloon catheter was used and completed the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a separation in the hypotube 93.7cm from the hub. Microscopic examination revealed no additional damages. The balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm emerge balloon catheter was selected for use. The physician was pushing the balloon up onto the wire. However, before entering the hemostasis valve, the physician recognized that the catheter was bent a little bit. As he was pushing, the device was not parallel with the wire and when the physician moved the catheter back, it was noted that the catheter fractured into two pieces. Both pieces never entered the patient's body and were removed from the wire. Another 2.00mm x 12mm emerge balloon catheter was used and completed the procedure. No patient complications were reported.